Event description:
A report was received that the patient is experiencing sudden surges of stimulation from the pocket site down her leg. The physician believes it is a "peculiar pain syndrome" and does not know what the causes of the surges are. An exploratory surgery will be done by opening up the pocket site and checking the placement of the ipg.